Event description:
It was reported that a carelink transmission from (B)(4) 2009, showed a battery voltage of 2.85v, but in the office on (B)(4) 2010, the voltage was 2.47v. Eri (elective replacement indicator) was not triggered. Save-to-disk review found that the battery voltage ranged from 2.88v to 2.96v. A subsequent follow-up visit indicated the battery voltage on carelink was 2.69v. Save-to-disk review showed 2.93v, with most of the measurements within the past few weeks between 2.93v - 2.97v. The device remains in use, with the clinic to continue contacting medtronic technical services when the patient is seen for follow-up visits. No patient complications have been reported as a result of this event. The device was later explanted and replaced due to eri (elective replacement indicator). Review of performance data indicated that eri appeared to be due to battery impedance.

Manufacturer narrative:
It was further reported that there was high pacing impedance on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Low telemetered battery voltage was noted. On (B)(6) 2010, the battery voltage, with telemetry, was 2.47v, and the daily measurement was 2.88v.